Manufacturer narrative:
(B)(4).

Event description:
The patient reported a return of symptoms. She was in a lot of pain and was hurting real bad. She fell and may have pulled the wires loose. Her bandage was also falling off. Additional information received from follow-up withthe patient reported that she had met with her healthcare provider (hcp) and the issue was resolved. No further details were provided on how the issue was resolved as she did not have time to provide additional information.